Event description:
It was reported that the patient's Right Ventricular (RV) lead exhibited high capture threshold and the patient's Right Atrial (RA) lead exhibited oversensing noise which resulted in inappropriate Automatic Mode Switch (AMS). The physician elected to explant both RA and RV leads and replace them with new ones. The patient's condition remained stable.